Event description:
It was reported that there was no magnet response, and two different programmers were attempted for telemetry. A device check three months prior showed three years left on battery. It was further reported that the device went to eol (end of life), bypassing eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.